Event description:
It was reported that the head came loose from the polyaxial screw. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation, and visual and microscopic inspections were performed. Without further information, the precise reason for the incident could not be confirmed. It is assumed that incorrect handling of the gold sleeve in the screw head turned the screw while it was being inserted. This could have led to the head springing out, or the rod not being inserted correctly. No fault was detected with the product. This complaint is invalid from a manufacturing standpoint.